Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07904 for details pertinent to this event.

Event description:
It was reported the patient did not get the full dose. Per reporter the device exhibited a beeping. Continuous infusion rate: 2.2 ml/hr. Reservoir volume: original 100 ml. Given: 58.7 ml. Remaining: 41.3 ml. Drug: fluorouracil. Length of infusion: 46 hours. Lock level: locked. There was a cstd used to fill cassette. The pump was used to prime the extension tubing. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.